Event description:
A remstar pro c flex device was returned to a third party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and object code indicates the blower contributed to the foam degradation. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.